Event description:
It was reported that upon completion of an endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal cover fell off inside the patient's stomach. The physician switched to a different gastrointestinal videoscope to retrieve the distal cover. The procedure was then completed without further reports of patient harm.

Manufacturer narrative:
This report is 2 of 2 for the scope. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.